Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the device broke during suture insertion. A backup device was available to complete the procedure. There was no delay in the procedure reported and no broken piece was left in the patient. There was no patient impact reported.

Manufacturer narrative:
Device investigation narrative - one 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the inserter shows the inner shaft is bent. Dimensional assessment of the inner shaft ((B)(4)) confirmed it met print specifications. The anchor is broken at the suture slot; the break is angular in nature. The condition of the device indicates off axis insertion. Per the devices IFU ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Use the smith & nephew mallet (sold separately) to tap the inserter handle until the laser mark is flush with the cortical bone. This places the suture anchor approximately 1 mm below the bone surface¿. Further investigation is not warranted at this time. Device returned for evaluation, device evaluated by the manufacturer, evaluation codes updated. (B)(4).